Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional gravity test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a i.v. Administration sets with control-a-flo regulator was overinfusing. The flow rate could not be reduced. There was no patient injury or medical intervention associated with this event. No additional information is available.